Manufacturer narrative:
The following functional tests were performed: a philips remote service engineer (rse) spoke to the customer and determined the speaker was faulty and needed to be replaced. A replacement speaker assembly was ordered and shipped to the customer to resolve the issue. Good faith efforts (gfe) were performed to confirm sound; however, there was no response. Based on the information available in the case and provided by the rse, the cause was a speaker assembly. The reported problem was confirmed. A replacement speaker assembly was ordered and shipped to the customer to resolve the issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips remote service engineer (rse) spoke to the customer and determined the speaker was faulty and needed to be replaced. A replacement speaker assembly was ordered and shipped to the customer to resolve the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the speaker was defective. Sound was unknown to be present. It is unknown if the device was in use at time of event, and there was no adverse event reported.